Manufacturer narrative:
(B)(6) 2015 01:50 pm (gmt-4:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that before an endoscopic vein harvesting procedure using bom 7mm extended length endoscope, they saw a black spot in the middle of the image. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4) 2015 08:25 am (gmt-5:00) added by (B)(4): this is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that before an endoscopic vein harvesting procedure using bom 7mm extended length endoscope, they saw a black spot in the middle of the image. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of blood and clinical use were not observed. There were no defects observed in the visual inspection. An image quality inspection was performed with an endoscopic video imaging system. A clear image was able to be obtained. We were unable to observe a black spot in the middle of the image. Based on the results of the evaluation, the reported complaint was unable to be confirmed.

Event description:
The hospital reported that before an endoscopic vein harvesting procedure using bom 7mm extended length endoscope, they saw a black spot in the middle of the image. A replacement device was used to complete the procedure. The hospital did not report any patient effects.